Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were hearing an audible alert from their implantable cardioverter defibrillator (ICD). An I interrogation revealed the right ventricular (rv) lead pacing impedance has been steadily rising over time until it triggered an out-of-range / high pacing impedance alert when the programmed upper alert level was exceeded. Additionally, high thresholds were also noted on the rv lead. Reprogramming has been completed and the lead remains in use. No patient complications have been reported as a result of this event.